Event description:
It was reported to philips that device shuts off during use.no patient harm or injury has been reported.further information will be send upon completion of the manufacturer's investigation.